Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
User facility medwatch (reference mw5149570) received that states ¿during my trial drg implant it overheated multiple times causing burn blistery on my back, then they had to have emergency removal.¿ note: issue reported for the permanent implant is reported under related manufacturer reference number: 1627487-2024-00612 and issue related to lead fracture is reported under:1627487-2023-00390. Investigation unable to determine which of the leads attributed to the reported issue.

Manufacturer narrative:
Date of event is estimated. Date of explant in unknown. Additional components potentially involved in the event include: common device name: drg trial lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 8070382.

Manufacturer narrative:
Corrected data: h6 medical device problem code.